Event description:
Alarmed "error" while delivering lipids. The logs indicate that this pump had multiple 353.7200.5 errors ¿syringe plunger position sensor contaminated¿ leading up to the date of the event when the error code 356.6710.0 ¿syringe digital sensors illegal state¿ occurred which is a fatal severity alarm which stopped the pump.